Event description:
A sterile device was used to place a pursestring around the intestine which broke during use. All pieces were recovered from the surgical field. Another pursestring device was opened and used without difficulty to continue the procedure. There was no harm to the patient.